Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four perclose proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using five proglide devices after an unspecified procedure. Reportedly, the suture failed to capture the vessel with three of the proglide devices. Unknown failures occurred with the other two proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The unspecified failure mode was observed as a suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for similarity could not be conducted as a specific failure mode was not provided. In the absence of a specific failure mode reported, a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.